Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device no longer cycling from the fluid loss as a result of a hole and aneurysm in both cylinders. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder pump, and reservoir. The patient had great results and is doing fine following the procedure.